Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The instrument was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.381" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the instrument was not recognized intraoperatively was confirmed by failure analysis. Which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start (ports were placed) of a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was not recognized. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.